Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received failed battery test on their insulin pump. It was reported that the customer's buttons were also sticking. The customer's blood glucose level was reported to be 171mg/dl. Troubleshoot was reported to be conducted, and the customer was advised the pump would have to be replaced and returned for analysis.